Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) replaced the line cord assembly and then performed a pm. In addition, the helium tank was replaced, the fse then performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during a functional check performed by a getinge field service engineer (fse) that the main power led at the cart wasn't lit and that the neutral wire from the line cord was infinite. There was no patient involvement and no adverse event was reported.